Event description:
Received report of an undocumented number of tubing "ruptures" during power injection. No specific pt info was provided, but it was reported that there have been several incidents of tubing "ruptures" during power injections during CT scans. The pt's had peripheral angiocatheters connected to an extension set. The power injector tubing was connected to the extension set, and was set to infuse 50-125cc at a rate of 2-2.5 cc/second at a maximum of 150 psi. It was reported that the extension sets "ruptured" within the first 50cc of the injection. There was no reported bleed back. The extension set was changed and the infusion resumed with no further problems. There were no reported adverse pt effects or delays in diagnostics testing. Add'l info was requested, but no further info was provided.